Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-01179. 1. Box 3. Report source this report is associated with MFR report numbers: 1.3005168196-2017-01180 2.3005168196-2017-01181 .

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01180, 3005168196-2017-01181. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure in the a1 segment of the anterior cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician experienced difficulty while attempting to advance three smart coils out of their introducer sheaths and into a non-penumbra microcatheter. Therefore, the introducer sheaths containing the smart coils were removed and the procedure was completed using another smart coil and the same microcatheter. It was reported that it was difficult to push some of the coils out of their introducer sheaths on the back table. There was no report of an adverse effect to the patient.